Manufacturer narrative:
(B)(4). The sample was discarded by the customer and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree connector leaked an unknown chemotherapy solution. This occurred during infusion. The one-link was connected to an unknown baxter secondary solution set. The secondary set was connected to a non-baxter primary solution set. The chemotherapy solution was administered through the secondary set. The one-link became disconnected from the secondary set. Reportedly, chemotherapy solution landed on the nurse's shoe and on the floor, however, there was no injury or medical intervention needed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.